Event description:
Patient was having an egd (esophagogastroduodenoscopy) and placement of 24-hour impedance ph catheter. When calibrating the catheter prior to placement, an impedance error message appeared on the recorder. Tried multiple catheters and different recorders. All had the same error message.